Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.